Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Patient reported th eir ins was loose in the pocket and they had been to the ER 3 times in the 4 months prior to this report because of the issue. It was reported that the issue began in (B)(6) 2016. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.